Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion surgery at l2-l3-l4 levels, for the treatment of spine kyphosis. Patient was also scheduled to undergo posterior fusion a week later. Post-operatively, the cage placed at l2-l3 in the initial (olif) surgery backed out; the surgeon decided to replace the cage in the posterior fusion surgery. Reportedly, health hazard was not reported. During the posterior fusion surgery, the backed out cage was replaced with a one size bigger cage (10mm×45 - 12mm×45). The surgeon determined that due to insufficient curettage between vertebrae plates the cage might have been pushed out. Reportedly, there was a delay of more than 60 min in overall procedure. The actual product was returned to the customer.

Manufacturer narrative:
Additional information: x- ray analysis: "l2- s1 fusion. Single ap post-op image is provided. All hardware is present and intact on this x- ray. Presumably this is after revision, as all of the instrumentation is in place posteriorly. Per surgeon's notes, possible contributing factors include incomplete curettage of disc space. Root cause surgical technique." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.